Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one of the device's battery pins was slightly frayed. Physio replaced the device's battery pins which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while being used on a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while being used on a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The initial medwatch report indicates: event date ¿ 05/28/2018. The initial medwatch report should indicate: event date ¿ 05/26/2018.